Event description:
It was reported that an endoscopic electrode had an improper angle to it.

Manufacturer narrative:
Final investigation showed that the loop of the device was broken, and there were burned areas on the loop and sheathing. It appeared that a piece of the electrode loop was missing.